Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 11/22/2016 with the following findings: the pump was completely unable to power on. The pump¿s black box data could not be downloaded. The negative board port was found to be cracked casing the pump not to be able to power on. The pump was found to be damaged beyond investigation.

Event description:
On (B)(6) 2016, a reporter contacted animas alleging that a patient experienced a hypoglycemic event while on the pump. The reporter stated that the patient had a blood glucose of 27 mg/dl with symptoms of confusion. The patient was (B)(6) pregnant at the time of the call. The reporter did not receive any treatment above and beyond the normal course of diabetes management. The reporter reviewed the pump history with a customer technical support representative and found that there were extra bolus records found in the pump history. The patient did not remember delivering these boluses and there was no known cause for them to be recorded in the pump history. This complaint is being reported based on the allegation that there were unprogrammed bolus deliveries which caused a hypoglycemic event.